Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14-jan-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation? Yes, return date: 07 aug 2019, device evaluated by MFR? No, device evaluation anticipated, but not yet begun, dev rtn to MFR? Yes, mfg date: 17 jul 2018, device labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) high thresholds were exhibited. The leadless ipg was recaptured with difficulty, and flushing of the delivery system was not possible after several attempts with the entire flush running out of the handle. The leadless ipg was not used and a replacement leadless ipg was implanted. No patient complications have been reported as a result of this event.